Event description:
Abiomed received notification via long-term outcome and quality indicator (loqi) impella registry reporting acute ischemia left lower extremity at the second impella cp access site. The relationship was listed as definitely. Loqi states: "the patient developed an occlusive arterial thrombus of the left common femoral artery at the second impella cp access site extending distally through the anterior tibial artery. Prior to this event, anticoagulation was held due to mucosal hemorrhage since (B)(6) 2025. The second impella cp was removed on (B)(6) 2025 with manual pressure and femo stop applied. Initially hemostasis was noted as achieved; however, near the end of holding manual pressure, mottling was noted on the left leg followed by a loss of distal pulses and the left foot became pale and cold. Heparin was restarted and an arterial ultrasound was done, revealing extensive thrombus in the left leg. A thrombectomy of the left iliac, common femoral, deep femoral, saphenofemoral and popliteal arteries was done on (B)(6) 2025. Additionally an endarterectomy and patch angioplasty of the left common femoral artery was also done on (B)(6) 2025. The patient will remain anticoagulated for this and paroxysmal atrial fibrillation." The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that the patient developed an occlusive arterial thrombus of the left common femoral artery at the second impella cp access site extending distally through the anterior tibial artery. Prior to this event, anticoagulation was held due to mucosal hemorrhage since on (B)(6) 2025. The second impella cp was removed on (B)(6) 2025 with manual pressure and femo stop applied. Initially hemostasis was noted as achieved; however, near the end of holding manual pressure, mottling was noted on the left leg followed by a loss of distal pulses and the left foot became pale and cold. Heparin was restarted and an arterial ultrasound was done, revealing extensive thrombus in the left leg. A thrombectomy of the left iliac, common femoral, deep femoral, saphenofemoral and popliteal arteries was done on (B)(6) 2025. Additionally, an endarterectomy and patch angioplasty of the left common femoral artery was also done on (B)(6) 2025. The patient will remain anticoagulated for this and paroxysmal atrial fibrillation.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Event description:
Additional information indicates that they independently pulled the cp. I have not received any info regarding this case.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. Ischemia/thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.